Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A synergy megatron drug-eluting stent was advanced but could not cross the lesion and the stent strut became deformed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a 5.00 x 20mm synergy megatron mr ous stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage with a stent strut lifted on the 4th row distal from the proximal end of the stent. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. A synergy megatron drug-eluting stent was advanced but could not cross the lesion and the stent strut became deformed. No patient complications were reported.